Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that when the physician attempted to implant the right ventricular (rv) lead, the lead could not be pulled out for re-attempt at one point. Eventually, the helix of the lead was found to be damaged. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix damage and ¿lead could not be pulled out¿ were noted. The reported event of helix damage was confirmed. A complete lead was returned in one piece, as received. The helix was found to be stretched through visual and x-ray examination, which was considered consistent with procedural damage and was believed to have contributed to the reported helix damage. No indication of conductor fractures or internal shorts was found during electrical testing.